Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted after meeting release criteria with no leaks noted. Compression was 14-18.6% and no device shoulder at the ostium of the laa was noted. During a routine transesophageal echocardiogram (tee) follow-up, the device was found in the left ventricle. The patient was asymptomatic. On (B)(6) 2021, the device was surgically explanted and the laa was clipped.